Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, as the screen was frozen and would not respond to input, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided the pump reset procedure, which the caller executed, and this resolved the issue, allowing the customer to interact with the pump screen again.